Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device would not make a hole with the trepan and the patient's hair started to burn. It was further reported that the surgeon had to make the hole manually with a craniotome instead of the motor device. It was reported that the motor device was in use with the console device when the event occurred. There was a ten minute delay to the surgical procedure due to the event. There was patient involvement. The patient's hair was burned. There was no medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. However a visual and functional assessment was performed on the device which found that the device failed the safety assessment, as the device ran in the load position (power broken). The cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position. During the repair, it was observed that the locking mechanism components were damaged. The assignable root cause was determined to be due to user error. If additional information should become available, a suplemental medwatch will be submitted accordingly.